Event description:
It was reported that both of the patient's leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein one lead, one ipg, and part of one lead were explanted and replaced to address the issue. During explant, one of the leads was fractured and a portion of the lead remains implanted in the patient [related manufacturer reference number: 3006705815-2025-05274].

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.